Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown baclofen (2000 mcg/ml at not currently available (may require follow-up)) via an implantable pump for unknown indications for use. It was reported that the patient had thinning of skin/tissue and discomfort. The cause of the event was the location of the pump. Ac tion/intervention: moved the pump pocket. Outcome: the issue was resolved. The patient weight and medical history were not available due to legal/confidential reason. The patient was alive and no injury.